Event description:
It was reported by the patient that they were shocked by the implantable cardioverter defibrillator (ICD) and they went to the emergency room. No further information is available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.